Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed ¿vent inop¿. The customer reported that there was no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. R608 is faulty. This issue will be internally investigated within vyaire.